Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer experienced symptom such as nausea, vomiting, difficulty breathing. Customer reported they declined to contact their health care professional regarding the high blood glucose. Customer stated they had 18 infusion set and getting insulin flow blocked alarm. The device will not be returned for analysis.